Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that during preparation mode, an anomalous arterial pressure reading was noted. Troubleshooting included disconnecting and reconnecting the arterial pressure sensor, which temporarily restored normal pressure values. However, approximately 30 minutes later the same issue recurred. The set was replaced and normal flows and pressures were noted.